Manufacturer narrative:
Continuation of d10: 694765 - lead - implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have a low voltage fracture. The rv lead triggered lead integrity alert (lia) for sensing integrity counter (sic) and high-rate non-sustained episodes and lead warnings for noise and exhibited out of range (oor) high pacing impedance and oversensing resulting in inhibition of pacing and misclassification of episode type. The right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) stored episodes resulting in termination of at/af detected event in progress and unnecessary pacing at times. The patient was hospitalized and the pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.